Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported that the surgeon was using a variax locking plate (3 plates implanted) and one of the plates broke. Surgical site was right index metacarpal. Broken plate found on x-ray and surgeon put hand in a cast. No adverse consequence to patient per surgeon.